Manufacturer narrative:
B5: it was reported that a spectrum infusion pump failed downstream occlusion testing below range on medium setting during testing in the biomedical service department. There was no patient involvement. No additional information is available. H11: the device was received for evaluation. Functional testing was performed and did not identify any issues related to the customer reported condition. The device was sent for downstream occlusion testing and passed. A review of the event history revealed multiple events of "downstream occlusion!" Alarm, however downstream testing results or failures cannot be determined through the log. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The cause of the condition was not determined. No pump correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump had downstream occlusion during testing in the biomedical service department. There was no patient involvement. No additional information is available.